Event description:
Patient brought to cath lab at 15:54. At 16:06 innova x-ray started having problems with imagery dark and unclear. The case had to be aborted at 16:39 because of innova (x-ray) technical problem. X-ray picture persistently fussy and dark with caption reading: "image quality is degraded if persists call service." Problem persisted even after rebooting the system twice. Customer care center called and they reported there is nothing that we can do and the engineer has to come in for assessment. Patient emergently transferred to ICU then to another facility via ambulance to complete the procedure. The (B)(6) was informed and in the lab during the incident. Manufacturer response for radiology equipment, innova x-ray (per site reporter): ge technologist diagnosed a problem with the microtank grid and successfully replaced the part.